Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the setscrew in the right ventricular (rv) header port was stripped. The doctor fastened the setscrew, however the lead continued to pull out. A new device was used and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.